Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the display has been flashing for the last 3 days. The insulin pupm will return. The customer's blood sugar is 285 mg/dl.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display or flashing display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.